Manufacturer narrative:
Concomitant product : 4076 lead implanted: (B)(6) 2005. Product event summary: the device was returned and analyzed; analysis was inconclusive. There was a telemetry problem; the device had no output. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted and since no remote transmission data was available either, the result of analysis is inconclusive.

Event description:
The device was returned to the manufacturer with no information after being explanted, and subsequently tested out of specification. No patient complications have been reported as a result of this event.